Event description:
Customer's bg was 245 mg/dl and then 2 hrs later it read 500 mg/dl (>500 mg/dl). Despite giving boluses, customer's bg would not decrease. It was reported that the cannula was not inserted. The pod was not returned for eval.

Manufacturer narrative:
A cannula that does not insert properly may indicate that the needle mechanism failed to function as designed. Since the pod was not returned for eval, however, no malfunction can be confirmed. The omnipod user's guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Additionally, the user guide advises that customers can avoid hyperglycemia by checking blood glucose levels at least 4 to 6 times a day. After a total of 4 hrs of monitoring and administering correction boluses, if bgs still remain high the user guide instructs to change the pod using a new vial of insulin and contact an hcp for guidance. Product lot qualification records were reviewed and found to have met all acceptance criteria.